Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion with a significant bend of <90 degrees was located in the moderately tortuous and moderately calcified shunt vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition.